Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. G2) foreign country: spain h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown context. It was reported that there was an error message of, "defective locator." The system status showed bump status bumped and the internal temperature storage. Status messages were as follows, "bump detector battery fault. Return for service," "bump detected. Accuracy assessment recommended," and "storage temperature exceeded." Patient presence unknown. No further information available.

Event description:
Additional information was received. It was reported that there was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown:- h2-3) a manufacturer representative (rep) went to the site to test the navigation system. The camera was replaced as there was a camera bump and thermal sensor error. Power cord replacement was recommended and camera clip holder replacement was required. Codes: b01, c08, d02 h2) please see section d4 for system product number and serial number. H2) please see section b5 for additional information. H2) please see the additional codes section for updated annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.